Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the during insertion through a 2.75mm incision the lens began unfolding at wound and pushed itself out of the eye. The incision was enlarged to 3.0mm. The lens was removed and another lens was implanted. The patient was reported as &#33039;ing well. This report refers to the patient's right eye.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. It cannot be determined how the lens unfolded during use. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received a definitive root cause could not be determined.